Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by critical care nurses in an online survey that a nurse stated that an adverse event was experienced as a result of the chair session, this being: "2-leicht " while using "arctic sun 5000" with pads "unsure/not documented in patient chart". Additionally, in the online survey in chart 1 a nurse stated that the patient experienced other associated adverse events: patient over-cooling; patient shivering, and the medical interventions were: "überwachung und behandlung der hypothermie auf der intensiv station "; "beim zittern unter arctic sun kühlung es wurde die sedierung nach anordnung vertieft ". While using "arctic sun 5000" with pads "unsure/not documented in patient chart". Additionally, in the online survey in chart 2 a nurse stated that an adverse event was experienced as a result of the chair session, this being: "die kühlung mit arctic sun blieb während der stuhl sitzung stabil " while using "arctic sun 5000" with pads "medium (m)". Additionally, in the online survey in chart 2 a nurse stated that the patient experienced other associated adverse events: patient shivering, and the medical intervention was: "sedierung vertieft ". While using "arctic sun 5000" with pads "medium (m)".